Event description:
It was reported that after completion of a da vinci hysterectomy procedure, a broken cable was identified as the mega suturecut needle driver instrument was removed from the cannula. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable to be broken at the distal idler. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.